Event description:
The customer observed imprecise results for multiple assays from alinity c processing module for multiple patients. The results provided were: sid (B)(6): 37yrs old male: phosphorus initial= < 0.162 mmol/l /repeated on alinity ac02076=0.88 mmol/l. Sid (B)(6): 86yrs old female: creatinine initial=314.0 umol/l repeated on alinity ac02075= 64.0 umol/l. Laboratory reference range for creatinine: male=63.6 to 110.5 umol/l: female=50.4 to 98.1. Umol/l; phosphorus2: children=1.29 to 2.26 mmol/l; adults=0.81 to 1.45 mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Updated section b5 describe event or problem: sid (B)(6): 37yrs old male: phosphorus initial= to < 0.162 from < 0.226 mmol/l. Laboratory reference range for creatinine: male=63.6 to 110.5 umol/l: female=50.4 to 98.1. Umol/l; phosphorus2: children=1.29 to 2.26 mmol/l; adults=0.81 to 1.45 mmol/l.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed imprecise results for multiple assays from alinity c processing module for multiple patients. The results provided were: sid (B)(6): 37yrs old male: phosphorus initial= < 0.226 mmol/l /repeated on alinity ac02076=0.88 mmol/l sid (B)(6): 86yrs old female: creatinine initial=314.0 umol/l repeated on alinity ac02075= 64.0 umol/l there was no reported impact to patient management.